Event description:
Pt having transvaginal bladder suspension along with total vaginal hysterectomy and colpocleisis. Precision twist transvaginal anchor system would not fire. Surgeon attempted x 2 with a second device and it failed. Rep for product present in or. Different product used and surgery successfully completed. No untoward effects for pt.